Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was without stimulation as the implantable pulse generator (ipg) was inoperable. The ipg ceased to be functional in (B)(6) 2020 (exact date not provided). The ipg was explanted and replaced. Postoperatively, the patient is reportedly experiencing effective therapy.